Manufacturer narrative:
(B)(4): the patient experienced the pleural leak on an unspecified date in (B)(6) 2013.as the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a pleural leak coincident with therapy for peritoneal dialysis. Therapy was discontinued and the patient was placed on hemodialysis. The patient was not hospitalized for the event and treatment information was not reported. It was unknown if the patient recovered from the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient experienced the pleural leak on an unspecified date in (B)(6) 2013. The device was requested for investigation and is pending receipt. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. A device history record review and service history review were performed and met all specifications prior to release. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.